Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an express sd stented balloon catheter. The balloon was tightly folded with the stent tightly crimped over the balloon. Based on the potential root causes identified in the fmea, the tip, balloon, sent, shaft and hypotube were microscopically and visually inspected. Inspection found no damage to the device, however; the shaft of the device had dried contrast throughout the shaft and in the balloon. The reported packaging damage and sterility issue could not be verified, as no packaging was returned with the device.

Event description:
It was reported that device was not sterile. The severe stenosed target lesion was located in a right vertebral artery. A 4.0mmx19mmx150cm express sd was selected implantation. However during preparation of the device, the package was damaged and sterility compromised. The procedure was completed with another of same device. There were no patient complications reported.

Event description:
It was reported that device was not sterile. The severe stenosed target lesion was located in a right vertebral artery. A 4.0mmx19mmx150cm express sd was selected implantation. However during preparation of the device, the package was damaged and sterility compromised. The procedure was completed with another of same device. There were no patient complications reported.